Manufacturer narrative:
The patient required an additional procedure (catheter replacement). During this procedure, the patient developed a small pneumothorax. Investigation - evaluation: a review of complaint history, device history record, documentation, manufacturing instructions, quality controls and instructions for use (IFU) was conducted on the returned device during the investigation. The manufacturing instructions, quality control inspection process, and design specifications/risk documents were reviewed. A review of the device history record determined that there were no nonconformances for lot 7486055 that related to the failure mode. One unused, same lot device was returned and found to be in specification with no indication that the device would leak or that the hub would separate during use. Measures have been previously initiated to address this issue. Exact root cause of this event could not be determined, however appropriate personnel have been notified to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that the hub of a ultrathane mac-loc locking loop multipurpose drainage catheter detached during the implant procedure. The forces applied to the device and conditions surrounding the event are not known. No further information was provided. There are no reported adverse patient consequences associated with this report. This is one of two medwatch reports being submitted as two separate events were reported. Reference MDR numbers 1820334-2017-00304 and 1820334-2017-00773 for all related reports. The same patient is involved in both events.